Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom falsely detecting a loaded set was confirmed and reproduced. It ws caused by a failed downstream sensor. As a result, the downstream sensor/pusher were replaced.

Event description:
It was found during baxter's testing that a pump had a false detection of a loaded set. There was no patient incident because the error was found during testing.